Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced bleeding at the infusion set site. Customer called ambulance to assist with the bleeding. Emergency medical technicians stopped the bleeding and customer was not taken to the hospital. There was no reported impact to the customer's blood glucose level. Contact could not provide infusion set information. Multiple follow up attempts were made in an attempt to obtain additional information. However, the customer did not respond.